Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Upon visual inspection, the balloon was noted to be detached from the balloon catheter. During functional testing, the device was unable to be flushed. It was revealed that the balloon catheter was blocked with solidified contrast and blood was within the balloon catheter which may have caused inflation and deflation issues due to the formation of embolic clots. As per the transform device direction for use (dfu) "blood in the balloon may result in risk of serious injury due to poor balloon visualization and the potential of flushing embolic clots". Therefore; an assignable cause of operational context will be assigned to the reported event and analyzed code as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During embolization of splenic aneurysm procedure, it was reported that the transform balloon (subject device) could not be deflated and it was ruptured when the subject device was retracted. The procedure was continued with the new one without clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 3 reports.

Event description:
During embolization of splenic aneurysm procedure, it was reported that the transform balloon (subject device) could not be deflated and it was ruptured when the subject device was retracted. The procedure was continued with the new one without clinical consequences to the patient.